Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately low. The medical surveillance specialist (mss) spoke with the pt one week later and obtained the following info. The pt did not know when the alleged issue began. On an unspecified day eight months ago, the pt claimed she developed symptoms of blurred vision, hunger, and feeling tired. The pt stated that at the time she became symptomatic, she was testing her blood glucose 4x/day and managing her diabetes by taking a set dose of lantus insulin (10 units) at bedtime and taking an adjusted dose of humalog insulin 2-3x/day based on her blood glucose results. Prior to and at the onset of symptoms, the pt reported that she was obtaining blood glucose results in the low "100 mg/dl" range with the subject meter and therefore did not associate the symptoms she was feeling with an elevated blood glucose. The pt claimed that her symptoms did not subside and eventually she also developed frequent urination. Seven months ago, the pt reported that she saw her physician in response to the symptoms. At the time of the visit, the pt claimed her blood glucose was in the "450 mg/dl" range when tested on a laboratory device. The pt stated that her physician advised her to take an increased dose of insulin based on the lab result obtained. The pt confirmed that the symptoms eventually subsided after she began to take the increased dose of insulin. At the time of troubleshooting, the customer care advocate noted that the pt no longer had the subject meter in her possession. The pt reported throwing out the subject meter after it was run over by a car. Replacement products were sent to the pt. This complaint is being reported because the pt claims she developed symptoms suggestive of hyperglycemia after the alleged meter issue began.